Event description:
It was reported that the patient presented to emergency due to shocks from his implantable cardioverter defibrillator (ICD). Chest x-ray revealed that both the atrial and ven- tricular leads were dislodged. During repositioning of the leads, it was found that neither lead was sutured down. The leads were successfully repositioned.

Manufacturer narrative:
No medwatch form was received.